Event description:
A user facility submitted a repair request to the olympus service center indicating, the endoeye flex deflectable videoscope had no image. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the image sensor was broken, due to damage on the charged coupled device (ccd) unit, e216(scope communication err) occurred, due to corrosion on the video plug, b30(scope communication err) occurred, the bending section cover (a-rubber) had a scratch, and the adhesive on the a-rubber had a chip, due to a dent on the bending tube, bending angle in the up direction exceeded the standard value, and due to wear of the lock engagement (fe lever(sp)), bending section could not be fixed firmly. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image issues was the circuit board for processing the video signal built into the scope broke down due to water invasion, and communication with the video processor became impossible. The event can be detected/prevented by following the instructions for use which state: ¿[3.8 inspection of the endoscopic system] ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.